Manufacturer narrative:
Initial and final MDR 1925904 - MDR 8021545-2024-02735 - device 2 of 2. E1: patient city: (B)(4). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that, he had two infusion sets which failed and came off the adhesive did not stay on, not sure if it got caught on something. No further information was available.